Event description:
This is a spontaneous case report rec'd from a nurse in united states on (B)(6) 2014 which refers to a (B)(6) female patient who rec'd essure (fallopian tube occlusion insert) and experienced doctor removed coils but saw coils still in tube with scope, coil did not release from the introducer, hcp pulled back and stretched coils, complication during device insertion, and hcp stopped procedure and did not attempt to place second essure. No info given on patient's history, past drugs anc concurrent conditions. It was not reported whether the patient rec'd any concomitant medication. On (B)(6) 2014, the patient had essure (fallopian tube occlusion insert) inserted, lot number b93880 for sterilization. During the insertion procedure, physician went to place first coil in tube and when physician went to click the wheel back, the coil did not release from the introducer. Hcp pulled back and stretched coils, he thought coil was out of tube. Physician then went in with graspers and removed coil; then opened (new) second coil, and wanted to place it in the same tube. Physician started procedure with scope, the doctor saw coils still in tube. Physician did not know if insert broke, he stopped procedure and did not attempt to place second coil. Caller said patient was okay. No further info provided. Reporter causality was not reported. F/u from (B)(4) 2014: no response to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.